Event description:
It was reported that approx one hour after insertion of the intra aortic balloon, blood was noted in the helium tubing. The intra aortic balloon was removed and replaced without any complications.